Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider regarding a patient who was receiving an unknown medication via a pump implanted for spinal pain. It was reported that the patient was still in the hospital due to complications.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.